Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. Two angio-seal vip kits were returned to teurmo medical corporation for product evaluation. The returned devices included 1 header bag, two arteriotomy locators and two hemostasis sheaths. One of the sheath-locator pairs was mated. This was the complaint sample and was evaluated as such. The sample was subjected to visual analysis. The sheath and locator were mated fully. There was a kink observed at the inlet holes on the mated assembly. No other signs of damage or deformation were found in the device. The complaint can be confirmed for mechanical damage. The exact root causes cannot be determined. The likely root cause is the sheath was exposed to bending forces during insertion into the arteriotomy. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3: patient sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal bent easily, and the physician could not advance it through the arteriotomy, the sheath kinked. Additional information was received on 10oct2023: the actual sheath component of the device was bent. The sheath bent during the arteriotomy closure of the case so this occurred during the case. The type of procedure was a cardiac catheterization. Hemostasis was achieved by holding pressure. There was no patient injury.